Event description:
Customer's nurse reports customer's son went to check on customer and found her "bottomed out" and "out of it" while using the advantage system. Nurse reports son attempted to test customer's blood glucose but meter wouldn't work; not sure if meter gave temperature or battery error. Nurse reports customer's son gave her a glucose drink and 2 glucose tablets. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.